Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient suffered several falls in the past two years, and experienced a change in stimulation after one of the falls. Additionally, the patient stated experiencing a sharp pain in the middle of her back upon increasing stimulation. X-rays confirmed the leads had migrated. Surgical intervention may take place to address the issue.